Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture and anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: calcification particles observed in the surface of the shell. Deformation observed in the device. Crease fold observed in the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side "biocell warranty claim and capsular contracture, baker grade unknown." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side "biocell warranty claim and capsular contracture, baker grade unknown." Device has been explanted.